Manufacturer narrative:
Due to character restrictions in block e1 the full initial reporter's name is dr (B)(6). (B)(6). The fll event site address is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record (B)(4).

Event description:
It was reported that during intra aortic balloon (iab) therapy, the balloon device could not be operated via the artery since the pressure sensor was not detected. It was reported that they did not see any harm or injury.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval, return to manufacture date), d10, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e1(event site name, event site address), e3. Due to character restrictions in block e1. Event site name: (B)(6) hospital. Event site address: (B)(6). The iab was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. The inner lumen found occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. Additionally, the iab was sent for root cause investigation by the supplier and there investigation revealed that the optical fiber was broken inside the connector assembly. The evaluation confirmed the reported failure. The lot of this sensor cable assembly was identified that this product was manufactured prior to the corrective actions documented in 21-f-scar-14 and has implemented actions to address the root cause of optical fiber breakages inside the connector assembly for the failure reported complaints. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID# (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: if implanted, give date: not applicable.

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h11. Corrected field: h6 (medical device problem code).

Event description:
N/a.